Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken roll input disk inside the housing. Other backend components adjacent to the broken inputs did not show damage. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the closing of the grip tips. The grip tips moved in the direction commanded; however, the grip tips are unable to close fully. This failure is likely due to the broken input disk observed. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The probable root cause of the broken instrument input disks is attributed to use and improper reprocessing conditions. The input disk component is made of ultem or peek material, insert-molded over a steel pin. The insert molding process creates residual stresses in the input disk, which can make it susceptible to chemical or thermal stresses. These stresses may lead to the formation of cracks in the ultem or peek material. With repeated or prolonged chemical or thermal exposure cycles, such cracks can propagate and result in the input disk breaking and detaching from the instrument. The broken input disk contributed to the imprecise motion. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced reverse movement on the patient side manipulators (psm) and with single-port (sp) maryland bipolar forceps (mbf) instrument. The issue always started at the beginning of the procedure, and it was not due to a camera issue. The customer replaced the instrument to resolve the issue. The customer stated that they were in the process of reseating the endoscope and may exchange it. The procedure was completed with no reported injury.